Manufacturer narrative:
The device is being retained by the facility. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a ptca procedure, balloon removal difficulties were encountered. The physician was using the nc ranger balloon to post-dilate another manufacturer's stent. The balloon was inflated to 2-5 atms. The balloon deflated; however, it became caught on the stent and was unable to be removed. Flow remained throughout the vessel and the pt did not experience any chest pain. The pt was sent to the or to be put on cardiopulmonary bypass so that the stent and balloon could be removed. Patient status is listed as "good".